Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reported that the clinician was using a multi-gas unit with an anesthetic gas monitoring a patient and the device was showing an error message. The clinician swapped out the module with a working one and took this unit out of service. The bme will return this unit to nihon kohden for an exchange. No patient harm was reported.

Event description:
The biomedical engineer reported that the clinician was using a multi-gas unit with an anesthetic gas monitoring a patient and the device was showing an error message. The clinician swapped out the module with a working one and took this unit out of service. The bme will return this unit to nihon kohden for an exchange. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer reported that the clinician was using a multi-gas unit with an anesthetic gas monitoring a patient and the device was showing an error message. The clinician swapped out the module with a working one and took this unit out of service. The bme will return this unit to nihon kohden for an exchange. No patient harm was reported. Service perfomed: problem reported by customer was "gas device message" on the unit. Nihon kohden repair center (nkrc) powered up the unit which gives a gas device error message and no gas readings displayed on the device. Nkrc replaced the gas module/sensor and unit was tested per the operator's manual and operates to manufacturers specifications. Investigation performed: the root cause is determined to be component failure: sensor needed replacement. The sensor is a replaceable component, where longevity is dependent upon certain factors such as regular maintenance at least every 6 months and water trap should be replaced every four weeks. No further investigation is required. The following fields are not applicable (na) to this report: the following fields contain no information (ni), as attempts to obtain information were made, but not provided: attempt # 1: 11/23/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 11/27/2021 emailed the customer via microsoft outlook for patient information: reply was received and customer could not provide any information on the no information (ni) section above. Manufacturer narrative: b4: date of this report. G3: date received by manufacturer. G6: type of report h2: if follow-up, what type? H3: device evaluated by manufacturer. H6: adverse event codes.